Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age characteristic is female/67 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: typical bbb morphology and implantation depth of 3830 electrode predict qrs correction by left bundle branch area pacing. Pace - pacing and clinical electrophysiology 2020; 43(1):110-117 https://doi.org/10.1111/pace.13849. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead and implantation depth. Information in the article showed there were four cases of lead perforation into the left ventricle during the implant procedure. The patients remained asymptomatic and the lead was removed from the right ventricle. One patient experienced amaurosis the following day due to postural hypotension and there were two patients that developed mild tricuspid regurgitation. The disposition of the leads that were removed is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.